Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were having difficulty charging. It was reported that they were only getting 2-6 coupling bars and most frequently 2-4. Patient reported poor coupling. The patient was instructed to position the antenna over the implantable neurostimulator (ins) and line up antenna head under incision, and drop it ½ -1 inch. Patient was instructed not to place over bulky clothing but the issue was still not resolved. The patient was only able to achieve 6 coupling bars. The patient able was to communicate with another external device. A recharge session was attempted but the issue was not resolved and resulted in 6 coupling bars only. It was reported that the ins was tilted. Patient reported that they can feel 2 maybe 3 corners of the ins and it has been that way since implant. No symptom was reported. The patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.